Event description:
This lead was programmed off due to diaphragmatic stimulation. All records indicate that this lead remained inactively implanted. Should add'l info become available, this event will be updated.